Manufacturer narrative:
Customer report of aortic insufficiency was visually confirmed due to leaflet tear. Leaflet 2 had a 6mm tear near commissure 2; calcification was evident near the tear. X-ray demonstrated moderate calcification on leaflets 1 and 3, minimal calcification on leaflet 2, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflets 3 at the inflow aspect and 5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis.

Event description:
It was reported that this patient with a 25 mm bioprosthetic pericardial aortic valve was explanted after an implant duration of 10 years and seven (7) months due to aortic insufficiency. The explanted device was replaced with a 25 mm edwards bioprosthetic aortic valve. From the or, the patient was taken to the surgical ICU. The patient was discharged with home health in good condition on pod #7.

Manufacturer narrative:
Customer reported of an explant due to unknown reasons. X-ray demonstrated moderate calcification on leaflets 1 and 3, minimal calcification on leaflet 2, and wireform intact. There were moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflets 3 at the inflow aspect and 5mm on leaflet 1 at the outflow aspect. The host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had a 6mm tear near commissure 2; calcification was evident near the tear. Calcification and the host tissue restricted leaflet mobility and led to stenosis. Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was determined that the root cause of this event was calcification as demonstrated in the device evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve was explanted after an implant duration of 10 years and seven (7) months due to unknown reasons. The explanted device was replaced with an unknown device. The patient outcome was reported as "doing well." No additional information provided.